Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) had a fever for several days and a bacterial culture was positive. The system was explanted due to infection. There were no additional adverse patient effects reported. The patient was treated with antibiotics and will be re-assessed. The explanted products will not be returned.